Event description:
As reported, the patient had an initial tsa on (B)(6) 2022. The patient presented on (B)(6) 2022 and had cavity defect in glenoid due to bone loss. Resulted in deep infection. The patient was revised on (B)(6) 2022. The case report form indicates that this event is definitely related to device, definitely related to procedure. Outcome: resolved on (B)(6) 2022.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. H6: corrected health effect, component, and investigation clinical codes.